Event description:
It was reported that during unpacking for a percutaneous coronary intervention (pci) procedure, a broken shaft was found. The target lesion was located in the left anterior descending (lad) artery. The physician removed the 2.0mm x 15mm maverick2 balloon catheter from the package and noted the shaft was broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during unpacking for a percutaneous coronary intervention (pci) procedure, a broken shaft was found. The target lesion was located in the left anterior descending (lad) artery. The physician removed the 2.0mm x 15mm maverick2 balloon catheter from the package and noted the shaft was broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the maverick2 balloon catheter was returned in two pieces along with the box and hoop. The proximal fracture section measured 72.5cm from manifold and the distal section measured 76cm. Visual examination identified contrast in the distal shaft. Examination of the distal shaft revealed a shaft kink approximately 34.5cm from distal tip. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).